Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted laparoscopic cholecystectomy - "the inzii retrieval system was inserted into the abdomen through a trocar, the inzii retrieval bag was deployed, the specimen was placed into the bag, the bag was closed by pulling the string to tighten, the string was then pulled on to pull the inzii specimen bag out of the abdomen. When the string was pulled on to pull inzii retrieval bag out of the abdomen, the string broke, leaving the bag, and a short piece of string attached to the inzii specimen bag inside the abdomen." Patient status - "n/a." Type of intervention - "n/a."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted laparoscopic cholecystectomy - "the inzii retrieval system was inserted into the abdomen through a trocar, the inzii retrieval bag was deployed, the specimen was placed into the bag, the bag was closed by pulling the string to tighten, the string was then pulled on to pull the inzii specimen bag out of the abdomen. When the string was pulled on to pull inzii retrieval bag out of the abdomen, the string broke, leaving the bag, and a short piece of string attached to the inzii specimen bag inside the abdomen." Patient status - "n/a". Type of intervention - "n/a".

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed that the cord loop had a clean cut. The unit displayed no non-conformances. The root cause of the customer's experience is most likely due to interaction with a sharp instrument. Per the instructions for use, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." The damage observed on the cord indicates the cord was cut with a sharp device. Applied medical has reviewed the details surrounding the incident and related products. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.